Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise, oversensing, inappropriate anti-tachycardia pacing (atp) and pacing inhibition. At the time of the episode patient had an appointment with an osteopath for lower back problems. Boston scientific technical services reviewed data and suspects possible electromagnetic interference (emi) from the appointment and recommended further investigation along with isometric testing at the next follow up. At the follow up appointment no episodes of noise were revealed; however, it was noted that the threshold measurements have increased in the past 12 months and confirmed with x-ray the lead position has not changed. They will continue to remotely monitor patient. The device remains in service. No adverse patient effects were reported.